Manufacturer narrative:
The received device had the cannula assembly deployed. No bends or kinks were observed in the exposed portion of the soft cannula. Fluid was able to flow through the fluid path with no signs of struggle. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If received a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. We are also unable to confirm the bent cannula or determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.   Omnipod insulin management system ¿ user guide,  model: ust400, 17845-5a-aw rev b 09/17.  Checking your blood glucose   chapter 4 / page 36.  Warnings:  test results below 70 mg/dl mean low blood glucose (hypoglycemia).   Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia).   If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.  Checking your blood glucose   chapter 4 / page 42.  Warning:  blood glucose readings that are especially low or high can indicate potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death.  Living with diabetes   chapter 11 / page 119.  Avoid lows, highs, and dka:  you can avoid most risks related to using the omnipod® system by practicing proper techniques and by acting promptly at the first sign of hypoglycemia, hyperglycemia, or diabetic ketoacidosis. The easiest and most reliable way to avoid these conditions is to check your blood glucose often.  Living with diabetes   chapter 11 / page 126.  Warnings:  if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.  If you need emergency attention, ask a friend or family member to take you to the emergency room or call an ambulance. Do not drive yourself.  To avoid dka:  the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 400 mg/dl while wearing the pod for longer than 48 hours. Patient's spouse called ambulance due to high blood glucose (bg) levels and vomiting. Symptoms reported include hyperglycemia, excessive vomiting, tingling hands, shaking and body aches. The pod was removed at the hospital and patient was treated with intravenous fluids, zofran, an insulin drip and a manual injection (7 units) of insulin. The patient was still in the hospital at time of reporting, but spouse confirmed patient's condition was improving. It was also reported the cannula appeared bent, but unclear if this occurred after pod removal. The patient's blood glucose history is as follows: bg(mg/dl) "high" (>500) 391 400 >400 300 (at hospital) lowest bg reading over 200.